Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer displayed an error upon powering on. A review of the log parsing information also found no issue. The programmer software was reconfigured and reloaded as a preventative measure. Analysis was able to confirm that the touch pen was missing and therefore replaced and calibrated. It was also indicated that the case handle was broken, the system fan was noisy, and hinge plate screws were missing. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that upon powering the programmer on a message could be seen indicating that a "serious error" had occurred and no further functionality was available at this point. It was further requested that its touch pen be replaced. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.